Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient's system was explanted due to granuloma that formed around the tip of t8 and suspected infection. Patient was treated with IV antibiotics and surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.